Event description:
It was reported per the medical records: (B)(6) 2009: imaging study: conclusion: at least moderate central canal and right greater than left lateral recess as well as mild right neural foraminal stenosis is noted at the l4-l5 level which is multifactional in origin. A small synovial cyst arising along the anteromedial aspect of the right facet joint at this level on the prior study is not demonstrated on the current study. (B)(6) 2009: per medical records, there are films of lumbar static as well as lateral flexion films. Three views are present. There is noted to be subluxation of l4 on l5 and it appears to be stable though this is about a 2 to3 mm subluxation noted. Actually with various views, there is actually motion present so it is unstable at l4-5, though minimally so with autofusion beginning to occur. (B)(6) 2009: pre-operative: per medical records, patient related back pain for at least two years. Most of his pain was nocturnal and affects the right leg greater than the left. MRI revealed facet arthropathy at l4-5 with canal stenosis. Flexion and extension revealed motion at l4-5. Pre-operative diagnosis: l4-5 spinal stenosis with instability post-operative diagnosis: l4-5 spinal stenosis with instability procedure: patient underwent a l4-5 partial laminectomy, bilateral foraminotomies with left translumbar interbody fusion following discectomy. This was then followed by percutaneous pediclefixation using the sextant minimally invasive system. Capstone translumbar interbody fusion was performed with bmp and autologous bone graft with fluoroscopic guidance. Findings: ap and lateral views taken in the operating room show hardware in excellent position. A spacer is noted between l4 and l5. Impression: l4-l5 fusion appears satisfactory. (B)(6) 2009: per medical records, review of two views, ap and lateral of the lumbar spine is showing evidence of a sextant fusion at l4-l5 with a tlif. Excellent positioning is noted. A little bit of scoliosis to the right side is seen. His subluxation at l4-l5 is completely resolved at this time. (B)(6) 2010: per medical records, patient presented with severe low back pain. Pain is well above the surgery site. Assessment: compression fracture impression: l2-3 minimal posterior bulge to the left creating minimal left foraminal narrowing, l3-4 minimal loss of disc space height and signal with diffuse posterior disc bulge creating minimal foraminal narrowing, l4-5 pedicle screw and instrumentation with posterior decompressive laminectomy. There is either an acute protrusion of material that looks like increased signal in the disc or it could be scar tissue or recurrent disc in the left lateral recess. There is mild right foraminal narrowing and minimal left foraminal narrowing noted. The protrusion is just at the origin of the left foramen. (B)(6) 2010: pre-operative diagnosis: failed back syndrome with lower thoracic radicular pain post-operative diagnosis: failed back syndrome with lower thoracic radicular pain procedure: t12-l1 interlaminar epidural steroid injection intraspinal myelography without dural puncture (B)(6) 2011: per medical records, patient had a pacemaker implanted. (B)(6) 2011: per medical records, patient presented with right sacroiliac pain with a little bit of right leg pain. It was reported that the patient suffered the following injuries: l5 protrusion of material or recurrent disc in the left lateral recess; foraminal narrowing l4-l5, radiculopathy, pain, and swelling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: the patient underwent another spinal fusion surgery using rhbmp-2/acs. On (B)(6) 2010: the patient underwent revision surgery due to spinal stenosis at l4-5. The following complications were observed post-op: cramps in legs, back pain, leg pain.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.